Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. It was believed that the rv lead had dislodged. Subsequently, the patient underwent a revision procedure and the replacement rv lead was implanted first, then the reported rv lead was explanted. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. It was believed that the rv lead had dislodged. Subsequently, the patient underwent a revision procedure and the replacement rv lead was implanted first, then the reported rv lead was explanted. The procedure was successfully completed. No additional adverse patient effects were reported.